Event description:
During the ptca procedure, the physician connected the balloon with a force pump and found a tear in the proximal part of the balloon and the balloon therefore failed to deploy. Another balloon was used to complete the procedure. A crack was found on the hub of the balloon when they prepared to connect the balloon and pressure pump. There was no difficulty removing the product from the hoop. No anomalies were noted when the device was taken out of the package.

Manufacturer narrative:
The product is available for analysis. Additional info will be submitted within thirty days upon receipt.